Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set tubing detached event from connector on (B)(6) 2024 . Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 10.